Event description:
During the procedure, after inserting the sheath into the patient, blood was noted as leaking from the hemostasis valve while aspirating air from the extension port. The sheath set was replaced and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
The reported leak was confirmed. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak is consistent with damage during use. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.